Event description:
It was reported that the patient started experiencing recurring incontinence one year after the artificial urinary sphincter (aus) implant. The physician believed that the work the patient performs was contributing to the incontinence due to the excess load loading that may have displaced the device. There has been no surgical intervention at this time.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient started experiencing recurring incontinence one year after the artificial urinary sphincter (aus) implant. The physician believed that the work the patient performs was contributing to the incontinence due to the excess load loading that may have displaced the device. There has been no surgical intervention at this time.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.